Event description:
A malfunction on the pump was reported by the customer, who noticed the issue when preparing to resume its use after a few days on an alternative insulin delivery method. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and the issue did not reoccur after resetting. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.